Manufacturer narrative:
Corrected data: a4 (the patient's correct weight has been received and provided) based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Device 2 of 2 reference MFR. Report#: 3006705815-2020-32929 additional informational received revealed the left side lead was explanted and replaced. The physician decided to take no action related to the patient's right side lead. Note: both of the patient's leads are being reported as explanted because it's unknown which lead was replaced.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2020-32929. It was reported both of the patient's leads have migrated. In turn, the patient may undergo surgical intervention on a later date.